Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects of tissue damage and pain are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received: the "pop" during opening of the foot was heard and felt. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic right and left heart catheterization. Reportedly, opening the proglide foot was difficult and there was a "pop". Sensing something was wrong, it was determined that the proglide device should be removed. Closing the foot was met with difficulty/resistance. The proglide foot was closed prior to device removal. No force was used to remove the proglide device. The patient had pain score of 10/10; pain medication was provided. Manual arterial compression was applied for one hour. Surgery was performed and a 1 cm tear was found in the right common femoral artery. The torn artery was patched. There was a clinically significant delay in the procedure due to the issue with the proglide device. No additional information was provided.